Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there is a gap between acoustic lens and ultrasound probe, due to wear of forceps elevator lever; upward/downward (u/d) knob cannot be locked securely, suction cylinder has discoloration, due to a pinhole on bending section cover (a-rubber); water tightness is lost, objective lens has a scratch, a-rubber has cut, adhesive on a-rubber has a chip, and due to wear of angle wire; the play of u/d knob is out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus a leaky at distal end with the ultrasound gastrovideoscope. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe could not be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.